Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and high blood glucose (bg) levels. The cause for the low and high bg levels was unknown. Customer did not provide bg values. In addition, it was reported that the customer did not believe the low and high bg alerts annunciated as expected. Tandem technical support reviewed pump data and verified the alerts annunciated as expected; however, the customer did not believe that they annunciated. Customer required assistance addressing low bg levels. Customer's husband gave the customer carbohydrates to address low bg levels, and high bg levels were addressed with a bolus via the pump.